Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The inner conductor coil was found fractured between the lead tip and the ring electrode. This damage can be considered the root cause for the observed loss of capture and impedance issue. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The analysis of the provided fluoroscopic images post-implantation show lead tip and ring electrode in line with each other. The fluoroscopic images recorded during extraction confirm a distal lead fracture. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.

Event description:
It was reported that this rv lead was capped due to loss of capture and impedance rise and a new lead was implanted. The procedure took place on (B)(6) 2024. According to the update received on 11-apr-2024 the patient passed away. Should additional information be received, this file will be updated.